Event description:
It was reported that the physician checked the patient during the routine preoperative floor check as this patient was scheduled for a vascular procedure which was unrelated to our device. It was noted that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered in may 2023. Unipolar lead tests were all within normal limits and sensing was also normal, however this rv lead had no capture and no sensing. Reprogramming was performed and this rv lead remains in service. No adverse patient effects were reported.